Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was damaged, preventing the electrode belt from connecting to a monitor. The root cause for damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete incoming functionality testing.